Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented with lower back pain and intermittent near syncopal episodes, oversensing and loss of right ventricular capture due to clavicular crush and possible lead fracture was observed. The physician attempted to explant the right ventricular lead. An x-ray showed that the subclavian juncture was too snug due to scar tissue and that movement of the right ventricular lead caused the other leads to shift as well. The physician opted to cap and replace the lead instead (B)(6) 2011 and the patient was stable following the procedure.